Event description:
It was reported that during a hemorrhoidectomy procedure a pph device was used. After firing the device, it did not open. Surgeon tried to open the stapler but this was not possible and cut the stapler with "diathermie" out of the rectum. Patient lost 200 ml blood. Patient had to stay several days in the hospital. Product specialist noticed washer has been cut at two places and knife was damaged at several places. Procedure completed by hand suturing.

Manufacturer narrative:
(B)(4): information was not provided by the contact. Breakaway washer cut off-center the analysis results found that the device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.